Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the system interface and the controller. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display communication failure and ma error messages. No pt injury was reported.